Manufacturer narrative:
(B)(4). Physio-control further evaluated the returned quik-combo therapy cable assembly and verified the reported issue. It was observed that the therapy cable assembly had an intermittent short from pins 1, 9 and 10 to pins 6, 11 and 12. The intermittent short prohibited the recognition of the defibrillation therapy leads and caused the charged energy to dump when the cable was flexed at the strain relief. The device that was used with the returned cable assembly was not evaluated by physio-control. The customer received a replacement quik-combo therapy cable assembly under warranty.

Event description:
The customer contacted physio-control to report that their device would not detect the quik-combo defibrillation therapy cable assembly when it was connected. The defibrillation therapy cable was used on another device and the problem followed the cable. A known good cable was used on the original device and the device was able to function properly. In this state the faulty defibrillation therapy cable would not allow a device to deliver defibrillation energy to a patient, if needed. There was no patient use associated with this event.